Manufacturer narrative:
A mfg review was conducted. The lot met all release criteria. This is the only complaint reported for this failure mode to date for corporate lot number pln00387. The device was not returned. Images were not provided. Therefore, the investigation is inconclusive. The instructions for use lists applicable complications and/or provides applicable warnings, precautions or use instructions.

Event description:
It was reported that following aortic valvuloplasty, the balloon was difficult to retract through the introducer sheath. The balloon was able to be removed in its entirety through the sheath, although there was a lot of resistance. No report of pt injury.